Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited varying shock impedance measurements. Pacing impedances are stable. There is no noise on shock electrogram.